Manufacturer narrative:
The troponin t hs reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 230 ng/l. The initial result did not match the patient's clinical picture, and the sample was repeated using a new reagent pack. Repeat result: 20.3 ng/l. The repeat result matched the patient's clinical picture.